Event description:
It was reported that the patient underwent a routine procedure for a generator change on (B)(6) 2024. Towards the end of this procedure, the physician was believed to have cut the left ventricular (lv) lead as no impedance, no capture, no sensing was observed on the lv lead. The asymptomatic patient was scheduled for a lv lead procedure (B)(6) 2024 during which an insulation anomaly was visually observed on the lv lead as well as the right atrial (ra) lead. No electrical anomaly was observed on the ra lead prior to the procedure. Both the lv and ra lead were explanted and replaced. There were no patient consequences.